Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an infection. The source of the infection was not determined. The pacemaker, right atrial, right ventricular, and left ventricular leads were explanted on (B)(6) 2018 and the patient was discharged after the procedure.